Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with three prostyle devices using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for all three prostyle devices. The sheath was upsized to 14f and the evar procedure was completed. A cut down, widening of the nick and spread with forceps, was performed. Manual suturing achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.